Event description:
During the surgery, when finishing impacting the tibia, one of the teeth under the impactor broke. All pieces were found, no pieces fell into the patient's body. There had no contributing event. There had no injury to the patient. There was no delay of the surgery. Patient information are not provided. Privacy policy. This impactor is used since 3-4 years, 2/3 times a week.

Manufacturer narrative:
(B)(4). G3: report source, foreign - event occurred in canada. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 24 similar complaints for this item code zb161003. There were trends identified from the complaint history review. The lot numbers #zb161003, #zb151103 and #zb170601 found in 2 similar complaints each and the lot number #zb160807 found in 4 similar complaints. In most of the similar complaints, the cause is traced to the user. That is either possible misuse or device damaged by the user. And the same hospital found for 2 similar complaints. The root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. The reported event states impactor fracture. Lines 3.1.3.1 and 3.1.3.2 of risk file (B)(4) rev 05 relate to the reported event. The instrument does not withstand mechanical forces. The details of the reported event do not allege that there was any patient harm. Therefore, the severity is considered s-1 (negligible) as per definitions within the severity table in rmr attached, which is in line with the risk file. Hhe-2019-00134 has been completed to asses this issue, and was completed in september 2019 with no field action required. This issue is also being monitored by complaint trending. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product has not been returned.

Event description:
During the surgery, when finishing impacting the tibia, one of the teeth under the impactor broke. All pieces were found, no pieces fell into the patient's body. There had no contributing event. There had no injury to the patient. There was no delay of the surgery. Patient information are not provided. Privacy policy. This impactor is used since 3-4 years, 2/3 times a week.

Manufacturer narrative:
(B)(4). This final / follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d8, d9, g3, g6, h1, h2, h3, h6, h10. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. Visual inspection of the instrument shows that neither the clamp foot or main body location tabs teeth are damaged with no missing pieces. The two plastic cushion pads (32-422097-8) are missing but this is not related to the complaint. The root cause cannot be established as the oxford cementless implant insert impactor item: 32-422097 lot. No. Zb161003 has no visual damage to the clamp foot or main body location tabs teeth therefore no defect is evident. The mhr related to the involved product has been reviewed and has no non-conformances. Risk assessment: -the severity associated with the above line is 1. -this gives a severity score of 1 (negligible). -the actual severity score is in line with the risk file. Occurrence rate assessment: -24 feb 2017 to 24 feb 2020: (B)(4) items sold. -number of similar complaints identified: 39 (including initiating complaint). -occurrence ratio: 1:7342. -risk score: severity 1 x occurrence 3 = 3 (low risk). Risk assessment summay: -the severity of the reported event is 1 (negligible) and the calculated occurrence rate is 3 (occasional). -the severity of the reported event and calculated occurrence for this complaint are in line with the risk file. -the overall score is low risk. No corrective or preventive action is considered necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Post code: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the surgery, when finishing impacting the tibia, one of the teeth under the impactor broke. All pieces were found, no pieces fell into the patient's body. There had no contributing event. There had no injury to the patient. There was no delay of the surgery. Patient information are not provided. Privacy policy. This impactor is used since 3-4 years, 2/3 times a week.